Manufacturer narrative:
Analysis of ICD indicated: inappropriate automatic mode switch due to atrial noise as well as artifacts on the ventricle and high out of service impedance on all trends.

Event description:
This report is to advise of an event observed during ICD analysis.